Event description:
It was reported that the patient has developed an infection and is scheduled to have the infection explored surgically. Per the surgeon, he will explant the device if it is determined the device hardware is involved, otherwise he plans to wash out the area and perform wound care in the operating room. Per the physician, the infection was first seen in (B)(6) 2024 and is located at the electrode site. The physician stated the cause of the infection is due to erosion of a white clip through the skin near the patient's clavicle. Additional information was received noting the patient underwent a lead revision due to the reported infection. A new lead was implanted as a result. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was further reported that the patient had a wound revision. They removed the remainder of the previous helical left and removed excess scar tissue from site.